Event description:
The patient was undergoing a thrombectomy procedure for an occluded superficial femoral artery using an indigo system separator 5. During the procedure, the tip of a separator 5 unraveled distal to the separators' bulb. The separator 5 was successfully removed and the procedure continued using another separator 5. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.